Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 800 mg/dl. The customer stated that they had knee surgery on (B)(6) 2014 and since then they had issues where they would go unconscious 3 or 4 times due to low blood glucose levels. The customer was found unconscious out by paramedics who were called on (B)(6) 2014 and transported the customer to the hospital. The customer was treated with IV drip. The customer does not have any information relating to the hospitalization. The customer declined troubleshooting the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.